Manufacturer narrative:
(B)(4) the pipeline flex involved in this event has not been returned for evaluation. The event cause could not be determined from the reported information.

Event description:
Medtronic received report of pipeline flex push wire break during a procedure. The patient was being treated for an unruptured, amorphous aneurysm in the right posterior communicating (pcom) artery. Aneurysm measured 11mm max diameter and 4mm neck diameter. Landing zone artery size was 3.8mm distal and 4mm proximal. The vessel was moderately tortuous. The devices were prepared as per IFU. It was reported that while advancing through the catheter, the pipeline flex was observed under fluoroscopy; it appeared that the pipeline flex was constrained in the catheter - the device appeared "wavy". In addition, it appeared that there was separation from the tip coil and delivery wire. There was reportedly no resistance in the catheter. The devices were removed from the patient. The pipeline flex was examined after removal and the push wire was confirmed to be separated. No broken pieces remain in the patient. The procedure was completed using new devices. Angiographic result post-procedure was fine. There was no report of patient injury as a result of this event.

Manufacturer narrative:
(B)(4) - device evaluation the pipeline flex delivery system was returned for evaluation. As received, the pipeline flex braid was not attached to the pushwire. The tip coil was found to be wavy and kinked. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The ends of the pipeline flex braid were found fully opened with damage. Based on the corrected event information and device analysis, this event is no longer reportable. Mdrs related to this event: 2029214-2016-00132 2029214-2016-00133.

Event description:
Medtronic received corrected event information: the pipeline flex was not separated from the tip coil and delivery wire. The pipeline flex only appeared separated under fluoroscopy.